Event description:
Patient on mfolfox6 (fluorouracil continuous infusion / leucovorin / oxaliplatin), 14 day cycles for rectal adenocarcinoma. 5 fu pump direct current. When rn looked at the pump, she saw that the pump read zero volume left, but there was still a lot of 5 fu medication left in the bag. The pharmacy was able to determine that there was 56 ml left in the bag and there is always 7 ml in the tubing, so the patient did not get the total of 75 ml of 5 fu(fluorouracil). The patient said that the pump started beeping an hour earlier, and because the patient has macular degeneration, she could not see what it said on the pump, so she started pressing all the bottons. The patient re-educated not to press all the bottons but she has to call us. The patient did not want to have the pump back on to compete the treatment. The doctor was notified and was ok for the patient not.